Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Device history record (DHR): reviewed the DHR for batch 25a14ga361, there is no defect detected at in process and final control inspection. Received a total of 2 samples; one used and one unused sample of introcan safety pur 20g, 1.1x32mm-ap capillary hub without original packaging. Received also an extension set. Visual inspection: sample 1: observed the capillary was tear off and exhibits clean cut shape at the tear off area. Sample 2: observed the capillary tip still have contour shape which indicate no tear off capillary/damage at the tip area. Refer to the instruction for use (IFU): as communicated in IFU, warning section stated that:- - do not re-use. Re-use of single-use devices creates a potential risk for patient or user. It may lead to contamination and/or impairment of functional capability. Contamination and/or limited functionality of the device may lead to injury, illness or death of the patient. - in the case of an unsuccessful IV catheter placement attempt, remove the needle first to activate safety mechanism, then remove catheter from patient and discard both. Never reinsert the needle inside the catheter once the needle has been partially or completely withdrawn as it may pierce and/or sever the catheter. - extreme care should be taken not to damage, pierce, cut or sever the catheter. Therefore, do not bend the catheter and/or needle during insertion, advancement, or removal of the needle. - do not use scissors or sharp instruments at or near the insertion site. This product is assembled on automated assembly machines equipped with 100% vision inspection system and test stations. Such a defect as the complaint sample could not be reproduced during manufacturing process. One of the returned sample exhibit a tear off capillary, hence, complaint is confirmed. This defect is not caused by the manufacturing process. This defect is likely due to wrong handling. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k020785.

Event description:
According to the event description: "admitted on 8/14. Cesarean section performed on 8/15. A senior nurse administered a secure intravenous (IV) catheter. The injection was successful on the first attempt, with no repeated punctures. IV fluids, uterine contraction agents, antibiotics, and other medications were administered. On 8/17 at 9 am, when removing the IV set, the nurse discovered that only a small segment of the catheter tip remained. Upon palpation of the injection site on the patient's arm, no foreign body was felt. The patient did not report any abnormal pain. The hospital immediately arranged for x-ray and CT scan examinations, which did not reveal any broken catheter fragments. Due to other reasons related to the newborn, the patient needed to be transferred to (B)(6) hospital. At the patient's request, discharge was arranged for 8/20. On the day of discharge, the patient reported some pain at the injection site. The physician prescribed ointment for phlebitis for the patient to use.".